Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Supplemental report submitted to include additional information received through follow-up. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that this patient with a 31mm valve, with implant duration of three (3) years and one (1) month, underwent a valve-in-valve procedure in tricuspid position due to stenosis and severe tricuspid regurgitation and secondary to prosthetic valve deterioration. Intraoperative echo shows tricuspid insufficiency as well as immobility of valve leaflets. The ttvr was performed with a 29mm transcatheter valve. The patient tolerated the procedure well and was taken to the cvr unit postoperatively in stable condition. Patient was discharged on post operative day four.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review could not be completed as the device serial number is unknown. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that this patient with a magna 31mm valve underwent a valve-in-valve procedure due to tricuspid stenosis and regurgitation. The implant duration of the surgical valve is unknown. A transcatheter tricuspid valve replacement was performed with a 9600tfx 29mm valve. No other details at this time.